Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: the handle was detached from the shaft. Also, dents and scratches were observed on the insulation, and a missing cap was observed on the handle. Functional inspection: unable to perform the insulation integrity test because the handle is detached from the shaft. The probable root causes for the dents and scratches to the insulation could be due to user mishandling or; improper sterilization methods. The probable root cause for the handle being detached from the shaft is likely due to user mishandling. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.